Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
1 false positive sars result, one patient, confirmed by pcr. The same patient received 2 false positives months apart. Additional mdrs will be filed for the other events.